Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject i.d: (B)(6). Associated study: dots. Clinical notification received for revision related to aseptic loosening and poly wear doi: (B)(6) 2018; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) submitted follow-up medwatch report mwr-10012019-0000298527 under (B)(4) for the insert for previously reported for wear in pc-(B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.